Event description:
The account alleges that a patient had an 8.5fr resolve drainage catheter placed on an unknown date. The patient returned for a catheter exchange on (B)(6) 2024. During removal of the resolve drain it was noted to not be intact. The physician removed three separate pieces of the drain which then was able to confirm entire drain was retrieved.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.